Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold of action level as determined by the french regulation of (B)(6) 2016. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device has been returned but the evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available. Customer provided information of their reprocessing method. During pre-cleaning rinsing is performed for the air water channel and auxiliary channel. Detergent used is salvanios premium. During manual cleaning cleaning and disinfection is performed with salvanios premium. Brushing is performed for the suction channel, suction cylinder, suction piston, instrument channel port. Brush used is vytil cj-kesb230-06. Automatic endoscopy reprocessor (aer) device is soluscope 4. Detergent used with it is soluscope cln and disinfectant used is soluscope paa. The device is stored horizontally. Maintenance of the device is by olympus. The device was not sterilized.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where: - light guide rod lens (1x) --- chipped - charged coupled device cover lens --- scratched - bending section rubber glue --- separated - universal cord --- buckles - up down knob --- angulation --- less or specified value - biopsy channel --- wear and tear (replacement as preventive maintenance) - paa_cds machine soluscope 4 however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation with no germs detected. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.